Event description:
It is reported that a customer had issues with the sensor not blinking. The patient's blood glucose level was unknown. The customer was assisted by a nurse to remove the sensor. It is unclear if the electrode was broken under the skin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.